Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 27, 2013.

Event description:
Per the clinic, the patient reported that the sound processor charging kit suffered a power surge, subsequently resulting in a leaking battery. There were no reports of patient injury reported. Patient has discontinued use of battery and it has been requested that the battery be returned to the manufacturer for product investigation.